Manufacturer narrative:
Bci customer technical support sent the customer a new valve. The customer replaced the valve and it resolved the issue. Service visit was not needed. The replaced valve was not kept for investigation. Leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon recurring.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leaking syringe valve on synchron lxi 725 clinical system. There was no effect to patient or user.